Event description:
It was reported, that the customer experienced hypoglycemia. And also reported, that the insulin pump was overdelivered, device test failed and the blood glucose value was unknown. The hyperglycemia was treated with continued use of the insulin delivery system, ems/ambulance/ER visits, and hospitalization. Overnight stay. The event involved product(s) mmt-342g, mmt-1884 and mmt-441aj. The troubleshooting was performed. And the customer used the insulin pump system within 48 hours of the reported low bg event. The auto mode/smartguard feature was active at the time of the low bg event, but was not applicable. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. The product return is required for mmt-1884. The product return is required for mmt-441aj. And no product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump primed properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of (B)(6) 2024 and event date of (B)(6) 2024. There were no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus and all insulin delivered on the (primary) event date of (B)(6) 2024 and event date of (B)(6) 2024 listed on smartsolve, due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under-delivery anomaly or over delivery anomaly noted, during testing. Set the low reservoir reminder alarm for (B)(4) units, installed a water filled test reservoir. And primed pump verified, the units left in the test reservoir and the units left on the display matched ((B)(4) units). Several boluses were programmed and delivered. (B)(4) units bolus were programmed and delivered. The low reservoir alarm activated properly at (B)(4) units left. Programmed an additional (B)(4) units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional (B)(4) units bolus delivery and the pump alarmed no reservoir detected properly. No reservoir estimate at 0 u, no reservoir detected alarm anomalies or low reservoir anomaly noted. Please see below for pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024 and 2 days prior to the event date of (B)(6) 2024 in the formatted history file. Sensor error alert (801) was found on: 10/30/2024, 20:07:52.000; 10/30/2024, 22:12:52.000. Lost sensor 1 alert (780) was found on: 10/29/2024, 21:45:00.000. Sensor expired alert (794) was found on: 10/29/2024, 21:14:08.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly, after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted, during testing. Insert battery alarm was found on: 10/06/2024, 03:18:21.000. Low battery alert was found on: 10/06/2024, 03:15:00.000; 10/29/2024, 21:02:00.000 replace battery alert was found on: 10/30/2024, 06:33:00.000. Replace battery now alarm was found on: 10/30/2024, 07:04:00.000; 10/30/2024, 07:14:00.000. Power loss alarm was found on: 10/30/2024, 08:08:10.000. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected, since the battery was removed from the pump. Earliest power data available, per the power management tool/detail trace file is on 20-nov-2024 at 5:01:59 am. There was no power data available for the date of 06-oct-2024, 29-oct-2024 and 30-oct-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted, during testing. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.10 mv). The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, with 1.19v energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for low bgs. Customer alleged, for possible over delivery anomaly, prime/fill anomaly and low reservoir anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.